Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she had low blood glucose level, the pump was over delivering and pump had blank display. The customer¿s blood glucose level was 42 mg/dl at the time of incident. The customer¿s current blood glucose level was 168 mg/dl. The customer also reported post-reset ram crc alarm, power loss alarm and pump had an unexpected restart which was resolved during call. The insulin pump will not be returned for analysis.